Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer says he went through an entire box of infusion sets to try to get the insulin pump to deliver insulin and it never has. The customer change out the whole set, new reservoir bu then after reconnecting his blood glucose started to climb into 400's despite not having eaten. The tried to bolus and he got another no delivery alarm.the customer was advised that we need to troubleshoot the insulin pump properly with a helpline representative. The customer understands, say he wants to troubleshoot but will have to call the helpline in the morning since he is going to work now. The customer was advised that we will document what has been happening until he is able to call and talk with someone himself.